Manufacturer narrative:
The manufacturing location for this product is (B)(4). (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples (including photos) were returned for the reported issue of during last month and a half, on several different occasions, during the injection of a contrast agent (iodine) in CT scan, the contrast agent appears to come out under pressure from the upper port of the venflon with lot number unknown regarding item # 391453 the complaint could not be confirmed, and the root cause is undetermined. The DHR could not be reviewed as the lot number is unknown. No photographs and no sample received. The customer has shared a video along with the complaint and is available for investigation. No retention samples were used for investigations as the lot number is unknown. The reported defect is not confirmed as, although the video showed the leakage as reported from by the customer but there is no sample and no lot number to simulate the reported defect. Our investigating team found that the leakage from upper port of the cannula could probably be due to bursting of the value that could have occurred due to high pressure of the fluid as seen in the video. The exact root cause cannot be confirmed due to unavailability of the sample or the lot number. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As no samples and/or photo(s) were received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that iodine leaked from the bd venflon" IV cannula during the injection due to pressure from the upper port. The following information was provided by the initial reporter: "during last month and a half, on several different occasions, during the injection of a contrast agent (iodine) in CT scan, the contrast agent appears to come out under pressure from the upper port of the venflon."